Manufacturer narrative:
Concomitant medical products: product ID: {d-evolutfx-2329}, product lot/serial number: {unknown}, product type: {0195-heart valves}, implant date: {n/a}, explant date: {n/a}; product ID: {l-evolutfx-2329}, product lot/serial number: {unknown}, product type: {0195-heart valves}, implant date: {n/a}, explant date: {n/a}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, cardiac rehabilitation was initiated. 2 days later, it was observed that the patient's posture was not stable and was leaning towards the left. An magnetic resonance imaging (MRI) was performed that revealed a cerebral embolism in the right ventricular-lateral parietal lobe, left occipital lobe, and left cerebellar hemisphere. Rehabilitation and medication were continued for 1 week. The patient's symptoms improved. 21 days following implant of the valve, the patient recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-23] serial/lot (B)(6) use by date [2025-10-11]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-23] the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke was ischemic, and the patient did not have any permanent impairments as a result of the stroke. Per the physician, the stroke was not related to the valve, but there was a possibility that the stroke was related to the delivery catheter system (dcs). It was further reported that the cause of the stroke was due to blood clots or release of calcification. It was noted that the case was severe, and the patient had strong calcification which may had contributed to the stroke. No additional adverse patient effects were reported.